Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient may have been harmed from the device. The patient alleges that stayed sick all the time and once she stopped using the unit the stopped being sick. Also, the patients reported that she has a continuous cough. She also said had to have tear duct surgery and had many sinus infections. Additionally, she also had bronchitis, pneumonia and ear infections several times. The patient stated that she returned the unit a few months ago with the sd card in the unit and her lawyer told her that she needed the sd card back. The patients reports that she bought multiple cleaners. One was a so clean and the other 2 were from ebay travel sized ionizers. She also said she cleaned her tubing, mask and water tank once a week with warm water and a cleaner that her dme sold her.she went to her pcp for the cough and sent to an en. Ent could not find why she was having a cough and sent her to a neurologist, and he gave her a cough syrup 3 different times and 3 different kinds. After the intervention, the patient is still coughing, vomits from coughing. She is unable to lay flat. She stated she sleeps sitting up in a chair 2 to 3 nights a week. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.